Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08685 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer has insulin failure delivery or insulin flow block alarm happens every time he boluses while reservoir was still full at 200 units. Customer was currently using needles for boluses. Auto mode feature was not active. Customer was alleging possible insulin pump under delivery and high pressure test passed. The insulin pump will be returned for analysis.